Event description:
It was further reported that the treatment procedure performed was ptca and stent deployment involving lesions from the venous bridge to the diagnoal and descending arteries. Angiographic result was suboptinal due to reflux syndrome in the distal end of the anterior descending artery.

Event description:
It was reported that during a treatment procedure involving dilatation of a newly placed stent in the distal venous bridge, the proximal bridge lesion was predilated and the second stent was implanted. As timi-ii perfusiion continued, plans were made to perform a dilatation with the maverick balloon, however, an increase in resistance was noted during inflation when the balloon reached 3 atm's. Negative pressure was used to facilitate balloon deflation, but blood was noted in the system and a broken balloon was suspected. When the catheter was withdrawn, it was discovered that only the proximal segment of the balloon was attached. The distal portion of the balloon and the catheter remained inside the pt. After significant effort, the separated portion was retrieved using the guidewire. No pt injuries or complications were reported. Pt status was reported as okay.